Event description:
It was reported to ge that the table and/or the column moved intermittently, without command. No injury was reported. The problem was considered to be on the interface board, which was replaced by a redesigned board that was distributed with a service note.